Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("mood swings") and depression ("depression"). The patient was treated with surgery (removal of the device). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, mood swings and depression outcome was unknown. The reporter considered depression, mood swings and pelvic pain to be related to essure. Diagnostic results: on (B)(6) 2012, plaintiff had a hysterosalpingogram (hsg) test that confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Most recent follow-up information incorporated above includes: on (B)(6) 2018: legal complaint received: reporter information, patient¿s lab data updated. Essure indication female sterilization and removal date (B)(6) 2016 was added. Essure start date updated from (B)(6) 2012. Event severe and permanent injuries was replaced with pelvic pain, mood swings and depression. Essure legal manufacture has changed from bayer healthcare (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. 904765, 794899) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included syncope. On (B)(6) 2012, plaintiff had a hysterosalpingogram (hsg) test that confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Concurrent conditions included obesity, hypertension, knee injury and muscle spasm. Concomitant products included diazepam, ibuprofen, lisinopril, minerals nos;vitamins nos (prenatal vitamins) and potassium chloride. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), migraine ("migraines / headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and mood altered ("moodiness") and was found to have weight increased ("weight gain"). In (B)(6) 2012, the patient experienced anxiety ("anxiety"), vision blurred ("blurry vision") and alopecia ("hair loss"). In (B)(6) 2012, the patient experienced cystitis ("bladder infection") and urinary tract infection ("urinary tract infection"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rash ("rashes/ legs, arms, chest, neck rash"), pain in extremity ("leg and foot pain/feet pain") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), mood swings ("mood swings"), depression ("depression"), visual impairment ("seeing spots"), adnexa uteri cyst ("paratubal cysts") and adhesion ("adhesions"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, rash, migraine, nausea, vaginal discharge, vision blurred, visual impairment and abdominal pain had resolved, the genital haemorrhage, mood swings, depression, adnexa uteri cyst, adhesion and mood altered outcome was unknown and the anxiety, fatigue, weight increased, alopecia and pain in extremity was resolving. The reporter considered abdominal pain, adhesion, adnexa uteri cyst, alopecia, anxiety, cystitis, depression, fatigue, genital haemorrhage, menorrhagia, migraine, mood altered, mood swings, nausea, pain in extremity, pelvic pain, rash, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred, visual impairment and weight increased to be related to essure. The reporter commented: current weight 250 lbs. No coils were seen on the right and 3-5 coils noted at the ostia on the left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results: confirmed satisfactory placement of both essure. Total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-sep-2019: pfs and mr received. Reporter information, lot number, medical history, concomitant drug added. Event : abnormal bleeding (general), abnormal bleeding (vaginal), menorrhagia, bladder infection, urinary tract infection, anxiety, rashes/ legs, arms, chest, neck rash, migraines / headaches, nausea, vaginal discharge, blurry vision, seeing spots, fatigue, weight gain, hair loss, paratubal cysts, adhesions, leg and foot pain, abdominal pain, moodiness added. Incident we received a device-related defect or malfunction causedlot number/returned sample in this case. A technical investigation will be conducted, including a death or serious injury. If additionalbatch review, and a review of complaint records and other non-conformances data; should any new and reportable information becomesbecome available itas a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. 904765-notvalid, 794899) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included syncope, vaginal delivery (vaginal delivery on: (B)(6) 2011), hypertension and obesity. On (B)(6) 2012, plaintiff had a hysterosalpingogram (hsg) test that confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Concurrent conditions included obesity, hypertension, knee injury, muscle spasm, hypoaesthesia and weakness. Concomitant products included diazepam, ibuprofen, lisinopril, minerals nos;vitamins nos (prenatal vitamins) and potassium chloride. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), migraine ("migraines / headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and mood altered ("moodiness") and was found to have weight increased ("weight gain"). In (B)(6) 2012, the patient experienced anxiety ("anxiety"), vision blurred ("blurry vision") and alopecia ("hair loss"). In (B)(6) 2012, the patient experienced cystitis ("bladder infection") and urinary tract infection ("urinary tract infection"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rash ("rashes/ legs, arms, chest, neck rash"), pain in extremity ("leg and foot pain/feet pain") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), mood swings ("mood swings"), depression ("depression"), visual impairment ("seeing spots"), adnexa uteri cyst ("paratubal cysts") and adhesion ("adhesions"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, rash, migraine, nausea, vaginal discharge, vision blurred, visual impairment and abdominal pain had resolved, the genital haemorrhage, mood swings, depression, adnexa uteri cyst, adhesion and mood altered outcome was unknown and the anxiety, fatigue, weight increased, alopecia and pain in extremity was resolving. The reporter considered abdominal pain, adhesion, adnexa uteri cyst, alopecia, anxiety, cystitis, depression, fatigue, genital haemorrhage, menorrhagia, migraine, mood altered, mood swings, nausea, pain in extremity, pelvic pain, rash, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred, visual impairment and weight increased to be related to essure. The reporter commented: current weight 250 lbs. No coils were seen on the right and 3-5 coils noted at the ostia on the left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results: confirmed satisfactory placement of both essure. Total bilateral occlusion. Lot number 904765 is invalid, lot number: 794899, manufacture date: 2010-10, expiration date: 2013-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-oct-2019: quality safety evaluation of ptc(product technical complaint). On 23-oct-2019: medical record received. Reporter's information was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("mood swings") and depression ("depression"). The patient was treated with surgery (removal of the device). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, mood swings and depression outcome was unknown. The reporter considered depression, mood swings and pelvic pain to be related to essure. Diagnostic results: on (B)(6) 2012, plaintiff had a hysterosalpingogram (hsg) test that confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jun-2018: quality safety evaluation of ptc. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.